Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was elevated to 380 mg/dl to 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. Customer treated for high blood glucose with bolusing but after bolusing blood glucose not coming hence she uses the syringe. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The insulin pump will not be and reservoir will be returned for analysis.